Event description:
The surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant after placement, and discovered that the fixture mount was froze to the fixture. During the same surgery the surgeon then removed the implant attached to the fixture mount, and was able to place a different implant into the site during the same surgery. Pt injury has not been reported.